Manufacturer narrative:
Added h6 type of investigation and investigation findings. Corrected h6 component codes and investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating difficulty crossing native annulus and/or valve. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. As the complaint for difficulty crossing native annulus and/or valve was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for difficulty crossing native annulus and/or valve was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "when the device went to cross the valve in the valve ring, the delivery did not advance, it was tried some maneuvers to cross and suddenly it was alerted to a rupture with large blood extravasation." Additionally, it was reported "procedure with calcification in the ring, outflow tract and massive calcification at the edges of the leaflets." It is possible that the presence of calcification of the pre-existing bioprosthesis leaflets and surrounding tissue could have obstructed the delivery system with thv from properly crossing. Available information suggests that patient factors (calcification) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. As reported, there was calcification in the ring and outflow tract with massive calcification at the edges of the leaflets. Pre-dilation was performed with the 20mm-1cc balloon from the kit. During the procedure, when the physician attempted to cross the valve in the valve ring, the delivery system did not advance. The physician tried some maneuvers to cross when suddenly they were alerted of a rupture with large blood extravasation. The physician was able to cross and release the valve quickly. A puncture was performed to contain the tamponade. The patient shocked and the team started pcr maneuvers. After 50 minutes, the patient died. During case review with the physician after the procedure, it was stated that the procedure could have benefited from more pre-dilation, and the patient's excess calcium contributed to the event.